Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error alarm and the keypad was unresponsive. The customer's blood glucose level was 17 mmol/l at the time of the incident. The insulin pump. The customer mentioned a picture of a book with a question mark appeared on the insulin pump then shortly after the insulin pump stopped working. The central select button of the insulin pump had a scratch that appeared to be a crack. The insulin pump started vibrating and alarming with a picture of the insulin pump with a question mark and an open book. The customer stated that they received an open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.